Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) female patient who had essure inserted. The patient's past medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (removal of essure via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for medical device removal and rheumatoid arthritis with essure. The reporter commented: rheumatologist requested removal of essure. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced removal of essure and rheumatoid arthritis (ra). The removal was performed via salpingectomy approximately 2 years after placement, on recommendation of the rheumatologist. Device removal and ra were considered serious due to medical significance. Device removal is anticipated in the reference safety information of essure, ra is unanticipated. Ra is a chronic inflammatory disorder of the joints caused by an autoimmune response against the synovial lining of the joints, often on a background of genetic/familial predisposition. This disorder is more frequent in females, particularly between 40 and 60 years of age, and commonly recognized triggers are viral or bacterial infections. In this particular case, there was no information on known or potential risk factors of disease, nor was the onset of the first symptoms specified. At the current status of knowledge, the causal relationship between essure and the development of ra is considered unrelated. Despite the lack of details for a comprehensive causality assessment, considering that essure removal was required, a causality with the suspect insert cannot be excluded (related). This case was classified as incident because of surgical device removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure inserted. The patient's past medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (removal of essure via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for medical device removal and rheumatoid arthritis with essure. The reporter commented: rheumatologist requested removal of essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion inserts) inserted and experienced removal of essure and rheumatoid arthritis (ra). The removal was performed via salpingectomy approximately 2 years after placement, on recommendation of the rheumatologist. Device removal and ra were considered serious due to medical significance. Device removal is anticipated in the reference safety information of essure, ra is unanticipated. Ra is a chronic inflammatory disorder of the joints caused by an autoimmune response against the synovial lining of the joints, often on a background of genetic/familial predisposition. This disorder is more frequent in females, particularly between 40 and 60 years of age, and commonly recognized triggers are viral or bacterial infections. In this particular case, there was no information on known or potential risk factors of disease, nor was the onset of the first symptoms specified. At the current status of knowledge, the causal relationship between essure and the development of ra is considered unrelated. Despite the lack of details for a comprehensive causality assessment, considering that essure removal was required, a causality with the suspect insert cannot be excluded (related). This case was classified as incident because of surgical device removal. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure inserted. The patient's past medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (removal of essure via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for medical device removal and rheumatoid arthritis with essure. The reporter commented: rheumatologist requested removal of essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: medical device removal -analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: the reporter did not respond to fu attempt. No further information expected. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.